Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced. It was noted that the patient was put in a life vest. No further information.

Manufacturer narrative:
(B)(4).

Event description:
New information states that the lead was explanted due to an infection. The patient was put in a life vest until the pocket wound healed. A new system was implanted on (B)(6) 2016. Patient was in stable condition after the procedure.